Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 sensor and the ilet, resulting in loss of cgm pairing and difficulty reconnecting despite device restarts and sensor type toggling. Symptoms included hyperglycemia, with a reported blood glucose of 487 mg/dl, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary loss of cgm data transmission and user guidance to contact their healthcare professional for backup therapy instructions. Investigation included remote troubleshooting, instructing the user to restart the ilet, toggle cgm model selection, and allow time for pairing while noting the user was not connected to wi-fi or bluetooth at the time. Investigation of this case revealed a communication failure between the ilet and the dexcom g7 due to unavailable local connectivity, with no alarms reported and no evidence of device malfunction identified from available information. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity conditions.